Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: on investigation, the display lens was confirmed to be scratched and moisture corrosion was confirmed to be on the display screen inside the pump. Leak testing failed due to a crack in the battery compartment where moisture leakage into the pump was confirmed. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue; display lens is scratched and there is moisture behind the display lens. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.